Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to one of the device's battery pins needed to be reseated. Physio reseated the battery pin which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on with a battery placed in the first battery well. It will power on with no battery in well one and a battery in well two. If both battery wells have batteries in them, the device will power on for a few seconds but will then power off unexpectedly. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Field d5 operator of device of the initial MDR indicates ¿ blank. Field d5 operator of device of the initial MDR should have indicated ¿ health professional

Event description:
The customer contacted physio-control to report that their device would not power on with a battery placed in the first battery well. It will power on with no battery in well one and a battery in well two. If both battery wells have batteries in them, the device will power on for a few seconds but will then power off unexpectedly. There was no report of patient use associated with the reported event.